Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head error message occurred. The issue was found during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The customer reported issue of ¿error message, in all corners¿ was not confirmed due to no device return. Cause cannot be established due to no findings available. However, factors that may have contributed to the reported event are: faulty charge coupled device, damaged cable, or damaged connector. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor complaints about this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.